Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this rv lead may be dislodged. This patient presented back to the electrophysiology laboratory in mid-late-(B)(6) 2015. This rv lead was explanted and replaced without incident. The explanted rv lead was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical events. The analysis did not reveal any sign of a material or manufacturing problem.